Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation as well as additional information received from the initial reporter. As for the investigation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ based on the results of the investigation as well as the condition of the subject device, the damaged cable appears to have caused the reported ¿no image¿ failure. However, investigators were unable to clearly determine the cause of the faulty cable. Olympus will continue to monitor the field performance of this device.

Event description:
Additional clarification was received noting that the initially reported 'in service' means during repair, not during use. There was no procedure or patient involvement during this event. Event date was 19may2022.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial the user¿s report was confirmed. The image was not present during testing due to a faulty cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k camera head was not producing an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.